Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of chronic obstructive pulmonary disease (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected in the temples with juvéderm® voluma¿ xc. 13 months later, patient received a 2nd injection in the temples with juvéderm® voluma¿ xc. Approximately three months later, patient reported they were admitted to the hospital with chronic obstructive pulmonary disease, deemed not related to the device. Patient could not recall medication that was used as treatment. Patient has been discharged from the hospital. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03244 (allergan complaint # (B)(4). This MDR is being submitted for the second injection of the suspect product, juvéderm® voluma¿ xc.